Event description:
It was reported that the patient received a patient notifier from their implantable cardioverter defibrillator. The patient presented in hospital for device check. Upon interrogation, the device exhibited backup vvi operations. The device was reverted back to normal operations. The patient did not experience any adverse consequences.